Manufacturer narrative:
Further information was requested from the user facility, which responded that no ventilator logs are available and that no investigation/repair of the ventilator is needed. The ventilator was tested in-house and there were no issues during testing, the ventilator was operating properly and has been returned to clinical use. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
A facility medwatch report # (B)(4) was received which stated: "patient newly admitted and placed on servo-I ventilator. Immediately noted that patient was not being ventilated. (Volumes were being delivered but not returned). Verified that all connections were properly connected. Suspected expiratory filter clog and removed it. Patient began being ventilated. (Of note- all previous steps were performed over the course of less than thirty seconds). Replaced expiratory filter with new one, and problem resumed. Removing the new filter no longer resolved the issue. Patient was bagged while ventilator was changed out. New ventilator operated without issues.¿ manufacturer¿s ref #: (B)(4).